Manufacturer narrative:
A ge representative performed an on site investigation. The power cord was repaired during the service call.

Event description:
The customer reported that the stenoscop system would not x-ray. No patient injury was reported.